Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient was hospitalized due to low blood glucose levels. Patient was treated via intravenous drips. No further information available.